Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed on the ventricular channel due to post-paced t-wave oversensing via remote transmission. Patient was asymptomatic. Programming changes were made, and no further episodes were seen. The patient was fine.